Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient (pt) has not charged the ins in several months. Pt saw the hcp on tuesday (B)(6) 2021 and going through the waking up process with rep craig horvat yesterday (B)(6) 2021. Pt finally got to the screen with the dr - por message today but it will not start charging when they press the green button. Caller stated she is seeing a warning triangle on the screen. Pss reviewed "warning por" indication caller stated pt is seeing "dr (B)(6)" in big rapids mi. Pss looked hcp up and there is a dr (B)(6) in grand rapids. Pss is sending a message to the local field rep (B)(4) about the warning por message. Additional information was received from the rep. The rep reported that the device was at end of service (eos) and would be replaced. The cause of the event was unknown.